Event description:
Medtronic received information indicating that during bypass a leak was observed from the affinity nt hollow fiber oxygenator. The device was replaced prior to going on bypass with no adverse patient effect. The product was returned to medtronic for analysis.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection identified a blood path through the mandrel-to¿heat exchanger bond. Pressure integrity testing was performed at 3 l/minute with 23 psig of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the mandrel-to-heat exchanger bond, but a leak was observed from the heat exchanger side seam. The blood remained in the mandrel-to-heat exchanger bond after the cleaning process, and may have prevented a leak from that bond during testing. Conclusion: a leak from the seam of the heat exchanger was identified during testing of the returned product. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. (B)(4).